Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The upgrade to smartview version 2.54 was done without issue. However, failure to interrogate implantable device afterwards was reported. Preliminary investigations revealed that the reported issue was not related to the upgrade of 2.54 version. Indeed, the programmer head was correctly initialized the first time. The issue is most probably linked to an unplugged or not working programmer head.

Event description:
The upgrade to smartview version 2.54 was done without issue. However, failure to interrogate implantable device afterwards was reported. Preliminary investigations revealed that the reported issue was not related to the upgrade of 2.54 version. Indeed, the programmer head was correctly initialized the first time. The issue is most probably linked to an unplugged or not working programmer head.